Manufacturer narrative:
The account replaced the brake caster to resolve the issue.

Event description:
The account alleged that when the brake pedal is set the brake caster does not hold. No pt impact.